Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The investigation for the reported thrombus and ventricle perforation has been completed. The impella device was not returned for evaluation. Without the device or sufficient clinical details, the root cause of the thrombus could not be determined. However, clinical details provided regarding the ventricle perforation were sufficient to determine the root cause. The root cause of the ventricle perforation issue was most likely improper positioning of the device. The device was a little too deep into the left ventricle.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The user facility reported a 81-year-old male (unknown race and ethnicity) undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having coronary disease. After placing the impella, flows were slightly lower, and the waveforms had changed. The physician repositioned the impella, and the ao wave forms immediately changed, and the pressures quickly dropped. An echo was done and revealed an effusion. A pericardiocentesis was performed and blood was removed and auto returned, and cardio-pulmonary resuscitation was performed along with levo and epi given. Emergent surgery was performed to remove the patient's clot in the pericardial space and to repair the hole. The physician reported that the left ventricle was very fragile and was deteriorating upon sewing the ventricle for repair. The patient continued with impella support.